Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A labeling review was conducted using the product label en-gif-190_om_rc6686_13.0. No anomalies were found. Based on the investigation results, no nonconformance were found related to this complaint. No further escalation is required. The most probable cause of the complaint was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the identified reportable malfunction failures was cause traced to failure to follow instructions. No further escalation is required.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water tube and cylinder. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated h11: upon review of complaint record, it was noted that h11 was inadvertently filled out with a recall number instead of blank, no recall number needed.